Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and abdominal pain. The cause of the event was reported as ¿defective material¿. It was not reported if the patient was hospitalized for the event. On same date as the event onset, the patient was treated with cephazolin injection (1.5gm, once daily) and ceftazidime injection (1.5g, once daily) for the event. After two weeks from the event onset, antibiotic treatment were discontinued. At the time of this report, the patient outcome was unknown. Action taken with capd therapy was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.